Event description:
The user facility reported that the one of the brushes in the femoral canal brush came apart about 1cm down the brush head and fell into the surgical site of the patient, during a procedure. There was a clinically insignificant delay while the brush was successfully removed from the surgical site of the patient.

Manufacturer narrative:
Confirmed. User related.

Event description:
The user facility reported that the one of the brushes in the femoral canal brush came apart about 1cm down the brush head and fell into the surgical site of the patient, during a procedure. There was a clinically insignificant delay while the brush was successfully removed from the surgical site of the patient.